Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Contra-angle handpiece (B)(4) (2018) (head drive bearing damage) defective.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver stops during treatment. It also makes unusual noises at calibration; no injury occurred.